Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that explantation was performed without replacement on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/29/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/7/2019, it was reported to mentor that the patient had removal without replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor confirmed that MDR submission reference numbers ip (B)(4) and ip-(B)(4) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number pc-(B)(4). The procedure name was breast reconstruction primary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch report mw5088471 that a (B)(6) year old african american female patient underwent a breast augmentation primary with mentor memorygel breast implant 450cc and experienced bilateral rupture and breast pain, granuloma and device migration on the right breast implant. The left implant ruptured in 2018 and the right one ruptured in 2019. As a result, the patient will undergo removal on (B)(6) 2019.this medwatch is for the left breast implant.this report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
On 11/13/2019, it was discovered that the manufacturer¿s reference number for the duplicate complaint is missing. It is (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on 11/27/2019, it was decided to add code granuloma to the left breast implant to more accurately capture the reported event. It was reported that a 64-year-old african american female patient who underwent breast implant surgery with mentor medical devices (sm mpp gel 450cc, date of implant (B)(6) 2012) has experienced a bilateral rupture with implant malposition, and granuloma from the ruptured gel implants. Thus, resulting in an explanation that took place on (B)(6) 2019. An MRI that was done on (B)(6) 2019 confirmed bilateral rupture. Silicone was seen streaming posterolaterally along the right lateral chest wall similar to the contralateral left breast but not as extensive. Therefore, confirming a granuloma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced implant malposition bilaterally. The left and right breasts had a fibrotic capsule. The patient had a history of breasts cancer. Manufacturer¿s reference number: (B)(4).